Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased its battery life sooner than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased its battery life sooner than expected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b1 adverse event/product problem b2 outcomes attrib to adv event b5 describe event or problem d6b explant date h1 type of reportable event.